Event description:
Physician noticed that there was an "ulcer like" defect in the 4max reperfusion catheter. The catheter was removed from the patient with no adverse events.

Manufacturer narrative:
Results: the catheter is pinched and kinked along the shaft. The catheter also has a split in the extrusion approximately 32.0 cm from the distal tip of the shaft. Conclusion: the complaint has been evaluated and confirmed. The complaint indicated that the physician noticed a defect in the catheter. During evaluation a split in the extrusion was observed. The cause of this complaint cannot be directly determined. It is possible that the catheter was damaged during a processing step when the fep is removed with a razor blade. The manufacturing records for this lot did not identify any issue related to this processing step. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device has been returned, but the investigation is still pending. A follow up MDR will be submitted upon completion of the device investigation.